Manufacturer narrative:
Device is a combination product.

Event description:
Reportable based on device analysis completed on 14-nov-2018. It was reported that crossing difficulties were encountered. The 80% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. Following pre-dilation with a 2.5x20mm maverick balloon catheter, a 3.50 x 38 synergy ii drug-eluting stent was advanced but failed to cross the lesion due to calcification. The procedure was completed with a different device. No patient complications were reported and the patient status was stabilized. However, returned device analysis revealed stent damage. A synergy ous mr 3.50 x 38mm stent delivery system (sds) was returned for analysis. An examination (visual and via scope) of the crimped stent identified proximal stent damage. Proximal stent struts were damaged and misaligned the crimped stent outer diameter (od) was measured and was within the max crimped stent profile measurement. The balloon was reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the shaft polymer extrusion found no issues. An examination (visual and via scope) found no issues with the tip. No other issues were identified during the product analysis.